Event description:
It was reported that a cartridge alarm occurred during the load phase. Customer's blood glucose (bg) was 250 mg/dl. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.